Manufacturer narrative:
After an additional investigation performed and reported on medwatch #3015876-2017-000035, physio-control determined that the likely cause of this reported issue was due to the shock button on the main keypad assembly measuring higher than normal resistance. The high resistance caused the device to dump the defibrillation charge when the shock button was pressed. Physio-control performed a replacement of the main keypad assembly and observed proper device operation through functional and performance testing.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The service representative then cleared the event code and calibrated the device. Proper device operation was then observed through functional and performance testing and the device was then returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not deliver a defibrillation shock. During testing, it was observed that the first shock was delivered successfully, then the service indicator became illuminated and the device would no longer deliver defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019- 001c is relevant to this reported issue.